Event description:
It was reported by a customer in (B)(6) that during patient use of the e360 ventilator, the audible alarm was not functioning, although, the unit continued to cycle. The patient was transferred to an alternative ventilator, and there was no reported patient injury.

Manufacturer narrative:
The e360 ventilator repair is not yet completed. (B)(4). CAPA is at "open investigation", and the investigation is at "open implementation" workflow.